Event description:
It was reported the videoscope exhibited no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: scope malfunction error e218 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.